Event description:
It was reported that incorrect labeling was placed on the box of bd venflon pro safety IV catheters.

Manufacturer narrative:
Two photos were returned for investigation of this complaint. The actual sample was not returned. The first photo shows the top web of the unit pack label. The second photo shows the shelf label. DHR review shows no qn was raised for batch # 8136103. The suffix on the batch number of the unit pack is an indication of the production machine number use by manufacturing and is printed correctly as per approved and released drawing of the catalog. There is no requirement to indicate machine number on the shelf label and it was printed as per approved and released drawing. (B)(4) belongs to shelf box: 8136103 and they are the same batch with correct label and content. There is no nonconformance with the label content.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incorrect labeling was placed on the box of bd venflon¿ pro safety IV catheters.